Event description:
It was reported that during a removal case the surgeon found a piece of metal in the pt. The surgeon checked both of the removal drivers that he used during the surgery and both were still intact. The source the metal fragment in the pt is unk.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. The source of the metal fragment found in the pt is unk. Both a t25 and t27 screwdriver were used during surgery. Neither of the screwdrivers were found to be broken during, or after, surgery; therefore, the suspect device cannot be determined.